Manufacturer narrative:
Per the clinic, it was reported that the receiver / stimulator has been extruded. Device analysis report is attached. This report is submitted on 25 may 2021.

Manufacturer narrative:
This report is submitted on april 12, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site, and was treated with an oral medication (specific type, date, duration not reported). However, the symptoms could not be resolved, resulting in the decision to explant the device on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.